Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer was unable to complete carelink upload. The customer was treated with intravenous insulin. Customer experienced symptoms such as vomiting, weakness and little confused. Customer also reported insulin pump had pump error alarm but it was cleared. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event due to active insulin updating.